Event description:
It was reported that a pt suffering from multiple stab wounds primarily to the legs and suffering a considerable loss of blood was received in the emergency department. The itclamp50 was successfully applied to control external hemorrhage from a small stab wound in the left groin, later identified by CT angiogram as a large pseudo-aneurysm with injury to superficial femoral artery. Between the time of application and surgery, pt developed a large hematoma and subsequent loss of pulses to that leg. User reported concern that there was a delay in vascular assessment, because the bleeding was not identified as arterial. The hematoma was successfully removed during surgery and surgical repair of the arteries was successful. There were no further reported issues.

Manufacturer narrative:
The itclamp50 is a temporary hemorrhage control device and pts must be seen promptly by medical personnel for device removal and repair. Our investigation results indicated that the delay in vascular assessment was not directly related to the device. The vascular fellow (physician) attending the pt was unfamiliar with the device and had not been properly trained on the mechanism of action of the itclamp50.